Event description:
On (B)(6) 2025 apifix was informed that patient # (B)(6) (pas# 091-a035) "has an increasing thoracolumbar curve magnitude that the apifix has not been able to improve. Due to this increased curve magnitude, the patient will have the apifix device removed and undergo a spinal fusion on (B)(6) 2025."